Event description:
Patient reports pump (serial number and expiration date not provided) keeps making clicking noises. Patient was able to successfully finish infusion today. Seems to be mechanical issue. Patient did not specify date that noise was first noticed. Pharmacy replacing pump. No adverse event(s) reported due to product issue. Return box for return of device associated with event sent to patient. Available for investigation pending return by patient no further info. Reported to (B)(6) by: patient/caregiver.